Event description:
A malfunction on the pump was reported, but no notable events occurred prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer allowed the pump to die, charged it back up, and was able to resume insulin use.